Event description:
An occlusion alarm was reported by the caller, who did not have their pump with them at the time and planned to callback for further troubleshooting. There was no reported impact to the customer's blood glucose level. The follow-up notes indicated attempts to contact the customer, but the customer did not respond, and the case was closed after further communication efforts.